Event description:
A customer contacted beckman coulter inc. Regarding a (B)(6) result generated by the unicel dxi 800 access immunoassay system for one patient. A (B)(6) result was obtained via an alternate methodology. A subsequent sample drawn from the patient a few months later resulted in a (B)(6) result. The erroneous results were not reported outside of the laboratory. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Imaging review: review of one cd with three echocardiograms (two intra-procedure transesophageal echocardiograms (tee) and one transthoracic echocardiogram (tte)), by agas medical consultant resulted in the following findings: the tee showed a large secundum atrial septal defect (asd). The patient had adequate av valve and posterior rims. The aortic rim was absent in some views. The svc rim was adequate. The ivc rim was never documented. The coronary sinus rim was completely absent. The asd was balloon sized. The static diameter of the asd was largest in the short axis view at 56-degrees (34mm). Balloon sizing yielded the diameter of 34mm. It appeared that a 34mm aso was implanted or as stated above upsized to 38 mm. The deployment was successful with good straddling of the aortic rim, good capture of the posterior, superior and svc rims. The aso hung on to the mitral valve and mild regurgitation was observed. The tte showed the aso had embolized into the right ventricle. Analysis results: aga medical could not evaluate the devices involved in this incident since they were not returned to us. Conclusion: according to agas medical consultant the following conclusions were drawn: this was a large defect with more than one rim deficiency. Hence, it was technically difficult. Device embolization occurred due to an absent coronary sinus rim. The ivc rim was not documented and may have been small or absent as well.

Event description:
During an implant procedure, a 34mm and 36mm amplatzer® septal occluder (aso) were resized. A 38mm aso was attempted but dislodged post-procedure. Surgical removal of the aso and repair of the defect was performed.